Manufacturer narrative:
P-cap or reservoir locks properly into place. Unit passed displacement test, self test and active current measurement. However, unit failed sleep current measurement and long trace displays charge/battery lasts less than expected, problem isolated to electronic assemblies. Unit received with pillowing keypad overlay and minor scratches on case. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had short battery life. Customer stated that the insulin pump had replace alarm with low battery alarm. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.